Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
It was reported that the spacer broke during deployment. It was noted that there was thick bone, osteophytes, or other obstruction causing resistance during the procedure. The physician reportedly did not use excessive force during the deployment of the spacer. The patient was doing well postoperatively. The device was discarded and will not be returned for analysis.